Event description:
It was reported that during the implant procedure, the catheter was blocked and prevented the balloon from being inflated. The catheter was removed. Subsequently, the catheter was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The catheter was returned and analyzed. There was a hole in balloon. Visual analysis noted the catheter was damaged at implant. This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.